Manufacturer narrative:
H6; code 400: instrument was received with the balloon burst and all pieces were returned. The point of the propagation could not be determined.

Event description:
The device was used during an unknown procedure. The device "when inflated the balloon burst".